Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump's (iabp) helium cylinder runs out quickly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the helium fill manifold assembly safety disk and the helium pressure regulator. Necessary tests and checks have been made. The leakage test was performed and the device was operated for a few hours. There were no problems observed. The iabp was delivered to the customer in good, working order.

Event description:
N/a.